Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. The device was put through extensive testing without duplicating the report. It was determined that the coloumb counter was not reset when new batteries were put in by the user. The coloumb counter was reset to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.